Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the therapy cable would not lock and would not remain properly seated in the device's therapy connector assembly. Physio then replaced the therapy cable assembly to resolve the reported issue and after observing proper device operating through functional and performance testing the unit was returned to the customer for use. Physio-control has made numerous attempts to obtain additional details about the patient and/or the event, but no response appears to be forthcoming.

Event description:
The customer contacted physio-control to report that during a recent patient event, the paddles lead ECG function was intermittent. As a result, defibrillation therapy may not be able to be delivered because the need for therapy could not be determined. The crew replaced the therapy cable assembly which resolved the reported issue. The crew then used the device along with the replacement therapy cable to continue patient care. No further details about the patient or the event were provided.